Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 3.6 mmol/l. The customer stated that the alarm was recurring. The customer stated that other site changes occurred about 4 times with different sites and different cannulas. The customer tried different cannula lengths. The customer stated that the insulin is not expired or denatured. The customer stated that they have tried all remedies. The customer will be sent a replacement pump. The customer will return the pump for analysis.